Event description:
It was reported that an ischemic cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted. Transesophageal echo (tee) was the imaging modality, and no leak was noted post implant. The patient returned for their routine 45-day follow-up on (B)(6) 2019, and no leak was noted on tee at that time. The patient then presented with stroke symptoms on (B)(6) 2022. The patient had a tee on (B)(6) 2022 which showed a small leak, less than 2mm, around the device. A computed tomography angiography (cta) was recommended to further assess the leak. The cta was completed on (B)(6) 2022, and a small leak was again visualized, which also appeared to open up into a larger uncovered lobe. The patient resumed an anticoagulation regiment and made a full recovery.